Event description:
It was reported that bd alaris pump module smartsite infusion set valve malfunctioning the following information was received by the initial reporter with the following verbatim: incident description: as per account, back check valve failure leading to psls 1928953. During infusion, nurses noticed that the dark red ferrous injection was creeping past the back-check valve on the secondary line, leading to unintended dose to patient. Date of incident: (B)(6) 2024.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.